Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery. A 4.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 8 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with different device. No patient complications and the patient condition was in good condition.